Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. The patient stated that the device alarmed in the middle of the night and the technical service representative (tsr) had the patient review the alarm log. The alarm log showed the system error 2240 alarm. The patient stated that there was air in the cassette so they changed out the cassette, but not the solution bags. The tsr explained that they needed to start over with all new supplies and not just the cassette. The patient was no longer connected to the device. The tsr explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.